Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. (B)(4).

Event description:
The customer's wife reported via phone call that her husband's insulin pump had received no delivery alarm. The customer's blood glucose level was 306 mg/dl. The customer was assisted in troubleshooting and it was reported that the insulin pump was working as designed. The customer was treated with insulin pump and injection for his high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.